Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn clip introducer was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a device tear. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. While attempting to insert the xtw mitraclip into the steerable guide catheter, the clip introducer tore at the tip. It was noticed as the physician was having trouble aligning the markers. A replacement clip was used to complete the procedure. There were no patient consequences or clinically significant delay. No additional information was provided.